Event description:
It was reported that the patient presented for follow-up, and x-ray was performed revealing lead dislodgement. The patient underwent a surgical procedure for lead repositioning. During the procedure, physician had difficulties with the helix. The physician removed the lead to check the extension and discovered a white foreign material inside the helix. Hence, the lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.